Event description:
It was reported that the device exhibited non-sustained lead noise due to oversensing of capacitor maintenance charge. The device remains implanted. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.